Event description:
The account alleged the head section collapsed. No injury reported.

Manufacturer narrative:
The account replaced the head drive iron dog assembly and the lift nut to resolve the issue.